Event description:
It was reported that during a da vinci surgical procedure, it was noted that the cables on the pk dissecting forceps instrument were visibly frayed and loose. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Failure analysis investigation found the instruments pitch cables were broken. The pitch up cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported broken cable if to recur could cause or contribute to an adverse event.